Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The blood glucose level was unknown. The customer reported that they were able to clear the alarm. Customer reported that the insulin pump did require rewind. Customer able to complete rewind. The troubleshooting was performed and insulin pump alarm occurred shortly after inserting a new battery. The customer stated that the insulin pump will need to be replaced and monitor the insulin pump and that patient may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed a21 after battery change and resets time/date to factory default due to voltage leak at interface board.